Event description:
It was reported that the device was broken upon unpacking. A 180 cm x 135 cm renegade? Hi-flo? Fathom? System microcatheter was selected for transcatheter arterial embolization. However, it was noted that the body of the microcatheter was broken when opened from the packaging. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).